Event description:
It was reported that a rotablator procedure was used to treat the heavily tortuous, heavily calcified, 90% stenosed, mid to proximal, de novo, right coronary artery (rca); however, a perforation occurred. Two graftmaster stents were deployed at the perforation and a third graftmaster was attempted to be advanced to the proximal area of the deployed graftmaster; however, it would not advance. The graftmaster was removed from the anatomy and a flared stent strut was noted. A different graftmaster was used and deployed without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.